Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and battery out limit before and after a battery change. Customer's blood glucose was unknown at the time of incident. The customer indicated that currently, the pump is not alarming and they will speak with their doctor about the pump. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot. Customer declined to troubleshoot further. No further details given.